Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek inrange meter with an unknown serial number compared to the hospital's coaguchek meter. The result from the hospital meter was 3.6 inr. The result from the customer's inrange meter was 4.7 inr. The customer re-tested on the hospital meter with a result of 3.7 inr. All results were obtained within "moments." Two different fingers were used for the tests. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has had no diet or medication changes. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.